Manufacturer narrative:
(B)(4).

Event description:
This report pertains to a spyscope ds ii and spy ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spy ds controller were used in the bile duct during a cholangioscopy procedure performed on (B)(6) 2022. During the procedure, when the spyscope ds ii was connected into the controller, interference immediately appeared on the screen, then three loading points. The spyscope ds ii was disconnected and reconnected back into the controller; however, the problem continued and the image was not recovered. The procedure was cancelled due to same device was unavailable. It was reported that the patient was referred to other institution and the procedure was completed. There were no patient complications reported as result of this event.